Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that during a routine device changeout, this right ventricular (rv) lead incurred insulation damage at the terminal end. This lead was surgically abandoned and successfully replaced. Additional information indicated that the lead exhibited low out of range impedance and high pacing threshold measurements. Further, a fluoroscopy was performed under which an insulation discrepancy was seen at the clavicle/first rib region. No additional adverse patient effects were reported.